Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported device dislodged or dislocated, material deformation and break; however, the investigation is inconclusive for material rupture. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. (Device: 2976).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u357574 pta balloon dilatation catheter allegedly experienced material rupture, device dislodged or dislocated, material deformation and break. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old female patient weighs (B)(6) lbs.